Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Qc investigation on 4/10/2018 resulted in defect found; returned meter produce low, e-5 and high readings. Contamination observed on the meters pcb. Final root cause : user induced pcb contamination. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/29/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 100 to 116mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).